Event description:
It was reported that a usb port was cracked, leading to charging issues, and the rubber door was missing, which, along with the fast-draining battery, resulted in unexpected shutdowns overnight. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.